Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing critical battery alarms. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The controller, (B)(4), in use during the reported event date did not have the software master record (smr) software upgrade. Log file analysis revealed one critical battery alarm involving (B)(4) with 9% relative state of charge (rsoc) on (B)(6) 2015 at 06:18:48. Analysis of data files did not reveal a device malfunction; the battery was left connected until it reached 9% rsoc triggering the critical battery alarm. The most likely root cause of the reported critical battery alarm can be attributed to a battery reaching 9% relative state of charge and not related to a device malfunction. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient's battery induced a critical battery alarm. The battery was exchanged with no reported patient consequences.